Event description:
After 47 days of implantation, the device involved in this MDR report was explanted because high lead impedance and loss of pacing was observed in both channels during lead revision.